Manufacturer narrative:
Investigation details: investigation was completed, the device meets specifications for electrical resistance and simulated cautery requirements. The complaint is not confirmed.

Event description:
It was reported prior to an endoscopic vein harvesting procedure, 2 devices overheated. The procedure was completed with another device. The hospital did not report any pt complications.